Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a female patient of unknown age, concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025 at 9.00 am, the patient went to an hcp clinic for facial adjustments. The hcp noted significant age-related fat loss and recommended her to apply 10 ml of filler on each side of the face. However, the patient received treatment with a total of 30 ml of restylane nos injected into the face as a full-face treatment (unknown lot number, injection technique and needle type) for cosmetic purpose performed by the hcp. Restylane nos 30 ml was injected to face (dermal filler overcorrection). Within a few hours after the treatment on the same day (B)(6) 2025), the patient experienced severe pain (implant site pain) in the face and swelling/etip (implant site oedema) and became unrecognizable because she had lost all the characteristics of the face in just a few hours of the day. As a result, the patient was unable to work. Subsequently, the patient consulted multiple physicians and took unspecified medication. She later developed severe drug-induced hepatitis (drug-induced liver injury) due to the medications she had taken. The patient suspected she had etip and had already undergone treatment with oral and intravenous unspecified antihistamines, dexamethasone [dexamethasone], unspecified intravenous injections of anti-inflammatories agents, and various other unspecified treatments, none of which were effective. The patient reported suffering from depression (depression) and sought help. Nothing was helping, and the condition had persisted for over 80 days. Outcome at the time of the report: swelling/etip was not recovered/not resolved/ongoing. Pain was not recovered/not resolved/ongoing. Drug-induced hepatitis was not recovered/not resolved/ongoing. Depression was not recovered/not resolved/ongoing. Restylane nos 30 ml was injected to face was recovered/resolved.